Event description:
On (B)(6) 2009, pt's father reported both the up and down buttons on the pt's infusion device are not functioning. Father reported they first noticed a few weeks ago. Father stated they had "old pumps" and she went on one of those. Father stated she has been wearing it for a couple of weeks. Father reported it was "obvious" the buttons are not working. He stated no sounds or vibrations are given when the buttons are pressed and the buttons are raised. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.